Manufacturer narrative:
The customer reported issue, wrong email and password combination, was investigated. After reviewing the customer's reported issue, it was determined the issue does not pertain to a software functionality of the freestyle libre 3 application. The investigation did not identify the freestyle libre 3 application as the cause of the issue as the customer was able to reset the password indicating that this is a training related issue. Therefore, the reported issue is not confirmed in relation to the customer's reported application. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An account issue was reported with the abbott diabetes care (adc) device in use with an iphone 15 with ios operating system version 17.6.1. The customer was unable to access their freestyle libre 3 application account due to an e-mail & password combination incorrect issue. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of nausea and seizures. They were unable to self-treat and required treatment of intravenous insulin provided by a healthcare professional (hcp) for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.